Manufacturer narrative:
The failure analysis provided with the initial report was incorrect. The correct results have been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump monitored and tested with no failed battery test, no unexpected battery out limit, and no blank display noted. Insulin pump received with cracked reservoir tube lip, cracked on display window, and severely scratched display window noted. No missing end cap sticker noted.

Event description:
Customer reported via phone call that the insulin pump shut off. Customer replaced the battery and the device prompted the customer to program the settings. Customer's blood glucose was 180 mg/dl. Customer reported display was damaged and the sticker at the bottom came off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.